Manufacturer narrative:
A philips authorized service provider (asp) visually passed inspection of the unit. Functional testing failed and an electronic defect inoperative message was present. The asp indicated they could not repair the transducer. Eventually, a replacement transducer was delivered and consumed. Good faith efforts (gfe) were sent to obtain additional information regarding the device's status, but there was no response. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6).

Event description:
It was reported the value was not in tolerance and it failed again and again. The device was in use on patient at time of event, there was no adverse event reported.